Event description:
A company rep reported that each time the laser is moved, the doctor's filter becomes disconnected and must be reconnected before each use. No pt was involved and there was no harm to any doctor or staff member.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).